Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16 fr sheath is 6.0 mm. The patient¿s access vessel mld was reported to measure 5.5 mm with no calcification or tortuosity. In this case, it appears that patient factors (access vessel diameter smaller than minimum requirements) likely contributed to the external iliac artery rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our (B)(4) affiliate, an external iliac artery (eia) rupture occurred during a transfemoral tavr procedure and a stent was placed. A dilator of 22fr and an esheath were inserted without abnormal resistance; therefore, it was decided to continue the transfemoral procedure. After bav, it was tried to advance the 23 mm sapien xt valve with normal fashion but the xt valve got stuck at the proximal eia level. The operator was changed. The xt valve was advanced to the aortic annulus and implanted. Following removal of the esheath, the angiography showed a contrast solution leak out of the blood vessel. Following hemostasis with a 22fr dilator, it was exchanged for an 18fr non-edwards sheath and an peripheral stent was placed. Angiography was performed again after ballooning and it was confirmed there was no leak. The access site was repaired and the procedure was completed. The patient was in stable condition. The physician stated that the patient's blood vessel might have been less extensible than expected. The access vessel minimum luminal diameter (mld) measured 5.5 mm with no calcification and no tortuosity.

Manufacturer narrative:
Due to the device and/or applicable photographs (relevant to the reported event) not being returned for evaluation, engineering was unable to confirm the reported sheath shaft resistance with the delivery system. Due to the unavailability of the relevant device, engineering was unable to perform any visual, functional or dimensional analysis, therefore it cannot be determined if a manufacturing nonconformance contributed to the reported event. During delivery system insertion through the esheath, insertion forces can vary due to several patient/procedural related factors such as angle of insertion, vessel diameter, tortuosity and degree of calcification. Furthermore, other procedural factors such as incomplete/misaligned valve crimping or incomplete advancement of the loader can also result in delivery system insertion difficulties. It is possible that the aforementioned procedural factors may have contributed to the reported insertion difficulties. The minimum luminal diameter (mld) for the patient¿s vessels in this case were reported to be below the recommended mld per training documentation. Based on the available information the true root cause of the reported event could not be determined. A device history record (DHR) did not reveal any issues that may have contributed to the reported event. During manufacturing the device undergoes multiple inspections and product verification testing. These inspections make it unlikely a manufacturing non-conformance related to the complaint would be present on the device. No labeling or IFU/training inadequacies have been identified and review of the complaint history for the month of march 2016 revealed that occurrence rates did not exceed the control limits for this failure mode. Therefore, no corrective or preventive actions are required.